Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin injections intraperitoneally (stat dose, frequency, and duration not reported), ceftazidime injections intraperitoneally (daily for fourteen days, dose not reported) and heparin (two ml every exchange, duration not reported) for the peritonitis. The patient¿s effluent eventually became clear and the patient was reported to have recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.